Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7070582 / 7077942.

Event description:
It was reported that the patient had developed an infection at the pocket site. Symptoms of infection were redness and swelling. The patient was placed on antibiotics and underwent a spinal cord stimulator system explant procedure. The explanted ipg and leads were discarded.